Manufacturer narrative:
Follow-up #1: date of submission 2/9/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: no defect was found. The black box shows on (B)(6) 2016 at 16:37 and 16:46 occlusions alarms with high force were recorded; deliveries never resumed. An unexplained loss of prime was observed on (B)(6) 2016 13:34; deliveries resumed at 13:55. On (B)(6) 2016 05:45 a replace cartridge alarm was recorded; deliveries resumed at 06:27. On (B)(6) 2016 09:36 pump was manually suspended & manually resumed at 09:45. Pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) reading of 214 mg/dl with nausea, excessive urination, drowsiness, vomiting, and a small level of ketones. The patient was reportedly hospitalized on (B)(6) 2016 and received treatment from the health care provider. The reporter stated that the patient had a diagnosis of fibromyalgia and rheumatoid arthritis, and the patient¿s medications were increased with new ones prescribed in addition to treat these health conditions. During troubleshooting with customer technical support (cts), it was revealed that the bolus delivery totals and bolus history accurately reflected the user programmed deliveries, and the basal history matched the programmed basal rates. An inconsistency in the basal totals was reported due to the patient adjusting the basal program. The patient was able to deliver one unit via air bolus and it did record correctly in the pump¿s history. The patient allegedly remained hospitalized at the time of the call. Animas cts determined the patient's blood glucose excursion was the result of an issue with use error, as the patient edited the pump's basal program. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.